Event description:
During distal locking the drill run up the nail. Procedure was successfully completed by free hand locking.

Manufacturer narrative:
Corrections to lot code. The reported event that target device gamma3® was alleged of issue (distal misdrilling / problems during drilling) could not be confirmed, since the device was returned for evaluation and was found to be fully functional. The returned product was visually examined and was found to be complying with the specifications. There was no damage observed on the surface of the device as well. A pre-surgical function test was performed on the target device returned. Sample instruments and a sample nail was used. The step drill passed the proximal drill hole of the nails with no contact. The distal drill passed the static- and dynamic distal drill hole in the nails with no contact. The function of the target device returned was fully given. No deviations were found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Thus, the root cause of the reported event is not related to the deficiency of the device but rather related to user issue such as sub optimal intra operative technique. No indications of manufacturing or design related problems were found during the investigation. Some of the possible reasons for misaligned drilling are (but not limited to): loosening of the nail holding bolt during insertion of the nail. Repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During distal locking the drill run up the nail. Procedure was successfully completed by free hand locking.